Event description:
A rn, while retrieving some needle and syringe combo units from a bin, received a needle stick injury. Evaluation/investigation revealed that the needle was not capped. The needle and syringe combo unit was in its original packaging as provided by the MFR. It had been packaged with an exposed and unprotected needle.